Event description:
I had my surgery (B)(6) 2001, bio-lateral hernia repair, was told the kugel mesh patch was to be put in me, but the information of the bard 3d max mesh is on my medical records. I complained about my complications from day one after my surgery to the physician that performed my surgery, he did nothing except gave me medication for pain. I constantly reported my situation to this doctor, and he banded me from his practice, permanently, now today because he didn't correct my medical situation, these patches can't be taken out because it have been to long, over 11 years. These patches are causing great pain and bodily damage to my insides, it have me very sick on the stomach all the time, severe pain in my abdomen area left and right sides, pin in my groin area it hurts real bad and this is a constant pain 24.7, as in my abdomen area as well, I am going to the bathroom 5 and 6 times a day, causing me to have bowel movements that many times a day, I can't have normal sex, it hurts while during and after sex, I can't even relax or lie down or event sit up nor drive without being in pain all the time. Now, these patches have started me to bleed inside, it is in my stool and on my tissue when I wipe, it been a lot of blood, it started in (B)(6) 2012 up until now. I am suppose to see a specialist surgeon for this on (B)(6) 2013, and I also contacted dr (B)(6) of no insurance surgery out of (B)(6). I am in bad shape, if I don't get help, I believe I am going to die. I have a letter of statement from the doctor that performed my surgery, he wrote it for me back on (B)(6) 2012 stating if I get these patches removed out of me, I will die, and even if I could, it will make things worse than what it is. Please help. Dose or amount: 1 3d max mesh patch, frequency left. Dates of use: 12 years, (B)(6) 2001 - (B)(6) 2013. Diagnosis or reason for use: left inguinal herniorrhaphy repair. Event reappeared after reintroduction? Yes. Dose or amount: 1 3d max mesh patch, frequency right. Dates of use: 12 years, (B)(6) 2001 - (B)(6) 2013. Diagnosis or reason for use: right inguinal herniorrhaphy repair. Event reappeared after reintroduction? Yes.

Event description:
Add'l info received from reporter on (B)(6) 2014: bard 3-d max. Has cause me to bleed inside and out.